Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions - aneurysm growth in the absence of endoleaks has been defined as endotension in the literature. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. Evidence supporting this hypothesis has been gathered during surgical conversions, translumbar punctures of the aortic abdominal aneurysm, and laparoscopic exploration of aortic abdominal aneurysm sac contents. Due to these observations gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The device used in this particular case was the original gore excluder bifurcated endoprosthesis.

Event description:
In 2003, the patient was treated for an infrarenal abdominal aortic aneurysm with a gore excluder bifurcated endoprosthesis. Follow-up images on an unknown date revealed aneurysmal growth with no evidence of an endoleak. In 2008, the patient was converted to open repair and the devices were explanted. The patient tolerated the procedure.